Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that since the last replacement of duodopa tubes in (B)(6) 2018, the peg tube could not be mobilized and when attempting to mobilize it, the stoma bled slightly. Patient did not have pain, swelling or suppuration. On (B)(6) 2018 an endoscopy with sedation with midazolam was performed and it was seen that the plate was buried in the submucosa of the stomach. On (B)(6) 2018 a CT was performed to see the placement of the internal plate. It was in the external submucous layer of the stomach. On (B)(6) 2018, a procedure was scheduled to solve the buried bumper; however, due to logistic problems of the hospital, the surgery could not be performed and it was delayed.

Manufacturer narrative:
Reference record (B)(4). Correction: expiration date.

Event description:
Follow-up report.